Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be a defective power supply unit. In consequence the correction to replace the power unit resolved the issue. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power.